Manufacturer narrative:
UDI -- (B)(4). Complaint sample was not returned to codman and no lot number information has been provided; therefore, an evaluation of the device could not be performed and manufacturing records could not be reviewed. The cause(s) of the difficulty reported by the customer could not be determined. If the complaint sample becomes available, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this or similar complaints. At present, we consider this complaint to be closed.

Event description:
It was reported that after implantation of a certas valve, there was underdrainage and revision was done. The valve was implanted to the patient; however, date of implant and initial setting are unknown. Post implantation, the hydrocephalus condition improved and ventricular shrinkage was noted. But, ventricular enlargement started progressing gradually and changing the pressure setting to 1 had no effective. Therefore, the valve was revised, and a hakim valve was implanted to replace the certas. No further information was provided by hospital. The products will not be returned to your site.